Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified two pieces of the fractured plate, as well as 4 screws used in fixation. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The product hold associated with this lot is for an incorrect taper angle on the screw thread forms. The fractured plate in this complaint broke between two screw holes, so the thread taper angle would not be related to the reported event. Additionally, the screw hole near the fracture did not have a screw in it when the device fractured. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: interval placement of a plate and screw fixation device and bone graft material involving the proximal ulnar diaphysis with the metal fracture of the plate and revision. Overall fit and alignment of the original ulnar plate is appropriate. Bone graft material is seen. No signs of loosening. Fractured ulnar plate noted. Incomplete healing of the bone graft is. Suspected. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown locking screw; lot#: unknown; quantity: 11. G2: foreign: china. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right ulna orif surgery four years ago. Subsequently, the patient approximately a year and a half ago reported sudden pain in their right arm and the implant had fractured in left right forearm. The patient underwent a revision surgery approximately two weeks later and the fractured implant was explanted and a new implant was implanted into the patient's right arm.